Event description:
It was reported that the right atrial (ra) lead exhibited pacing impedance greater than 2,500 ohms, which triggered the lead safety witch (lss) of the pacemaker. The lss automatically changes the pace/sense programming configuration to unipolar, which resulted in sensing of myopotentials on the ra channel and subsequent inappropriate mode switching to atrial tachy response. There were some ventricular farfield signals being sensed on the ra channel as well. Provocative maneuvers were performed in clinic and impedance remained stable during the tests and not much noise was observed. There were no falls or obvious potential causes of lead damage. The ra lead remains in service and no adverse patient effects were reported. It was additionally reported that technical services recommended additional physical maneuvering to assess the lead and lead revision should be considered.